Event description:
The customer states that while introducing the ng tube into the patient, the tube broke into two pieces in the middle of the tube.the pieces broke outside of the patient. There was no patient injury reported with this event.

Manufacturer narrative:
The DHR file was reviewed indicating that product was released meeting all quality standard requirements. One sample without original package without lot number was received for evaluation. During a visual inspection of the sample received it was observed that the sample does not have a uniform straight cut which is characteristic with cut extruded tubes. The sample shows a jagged cut with a prominent section in the sentinel line which is a characteristic defect caused by tension forces on the extruded tube. The tension forces pull the tube in opposite directions with the extruded tube splitting except for the strongest section corresponding to the sentinel line. The sample received shows signs of having been used with internal residue. In conclusion the most likely root cause is that tension forces were exerted in the middle portion of the tube. Based on the root cause analysis, the reported defect mode was not generated by the manufacturing process therefore no further actions are deemed necessary. The current process is meeting all quality and manufacturing specifications. If information is provided in the future, a supplemental report will be issued.